Manufacturer narrative:
Product complaint: (B)(4). (B)(4) was originally populated with an incorrect g4 date.

Manufacturer narrative:
This product was reported in error. No patient death, serious injury or evidence of reportable product malfunction occurred. Depuy considers the investigation closed at this time. This does not meet a complaint definition, the electronic complaint record will be voided. Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patients knee became infected and a wash out was performed. All cemented components were well fixed and no indication of loosening was observed. Surgeon washed the joint out and swapped the sigma cvd insert out with the original size and thickness insert. Doi: unknown ; dor: (B)(6) 2018; right knee.

Manufacturer narrative:
Product complaint: (B)(4).

Manufacturer narrative:
(B)(4). It is not reasonable to conclude that the device contributed to the patient's infection, 3+ months after implantation.